Event description:
The device malfunctioned due to a faulty shield on the digital board.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty shield on the digital board. Analysis of reports of this type has not identified an increase in trend.